Event description:
It was reported that (2) devices were used during a right hemicolectomy. It was reported by the affiliate that when closing the site, the pmw35 stapler would not remove from the skin. The first stapler was discarded as it was felt that it was "user error". A second pmw35 was opened to complete closure, but once again the stapler was sticking to the skin. This device was kept and is being returned for analysis. To complete the closure, another stapler was opened from a different batch number. There was no consequence to the pt and the case was completed without incident.